Manufacturer narrative:
Continuation of d11: product ID: 8780; lot# serial#: (B)(6); product type: catheter; product ID: 8835; lot# serial#: (B)(6); product type: programmer; patient h6: additional device codes: c62823 h6: additional patient codes: c50412, c50526, c50809. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a consumer reported the patient was implanted with a pump on (B)(6) 2018. Two months after implant, the patient began to suffer weakness and fatigue, followed by a return of significant back pain. On (B)(6) 2019, during a routine pump refill procedure, the patient explained their symptoms to their hcp, who resultantly altered the patient's medication to hydromorphone starting on (B)(6) 2019. Over the next several months, the patient's symptoms worsened as they suffered periods of extreme weakness, fatigue, and lethargy, coupled with periods of significant pain. On (B)(6) 2019, during a routine pump refill procedure, it was discovered that the patient's pump only contained one ml of medicine, when it should have contained 6.2 ml. On (B)(6) 2019, at a follow-up refill procedure, it was discovered that the patient's pump only contained 14 ml of medicine, when it should have contained 16.1 ml, leading the hcp to conclude that the pump and catheter were not working properly. The patient's pump motor stalled, resulting in underinfusion and clinically significant underdose of her pain medication, drug withdrawal, and a return of her pain symptoms, and requiring surgical replacement of her defectively manufactured pump. The patient's ascenda catheter occluded and/or disconnected from her pump, resulting in overinfusion of medication and overdose symptoms due to leakage followed by underinfusion and withdrawal symptoms. The patient's ascenda catheter kinked, resulting in overinfusion of medication and overdose symptoms followed by underinfusion and withdrawal symptoms. The patient's pump and catheter had been overinfusing significant amounts of medicine into their body, causing a rollercoaster of overdose symptoms followed by underinfusion and withdrawal symptoms, necessitating pump removal. The patient suffered and will continue to suffer damages, including pain and suffering, mental anxiety and anguish. On or about on (B)(6) 2019, the patient's pump was removed and replaced with a flowonix-brand pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was hydromorphone with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that ever since the pump started to "not work well," she has been feeling, "incredibly tired" and having an "extreme lack of energy." The boluses seemed to be "getting stuck.¿ this issue started ¿about two months ago¿ prior to the call date of (B)(6) 2019. No interventions were mentioned. The patient is concerned about potential overdose causing her symptoms and when patient services (ps) asked if she spoke to her doctor about any "back up plans" for between now and the next appointment in 2 weeks, she said no. Ps encouraged the patient to contact the doctor and ask about ¿back up plans" and possible overdose (od) symptoms. Then at the caller's pump refill they noticed a volume discrepancy. At her pump refill yesterday (B)(6) 2019), "the doctor was expecting to get 7 out but only withdrew 1 so they were 6 something short." No discrepancies were noted on past refills. The doctor wanted to see her again in 2 weeks to take the medication out of the pump and measure it. Ps asked if there were any adjustments made and the caller stated no because the doctor wants to test if the pump is malfunctioning. Ps recommended and reviewed with the caller that she can speak to her doctor about the possible od symptoms associated with the drug in her pump and the discrepancy. Caller was primarily concerned about possible od symptoms, therefore no troubleshooting was done on the ptm for the "bolus getting stuck." There were no further complications reported/anticipated.